Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination presented no damage or irregularities to the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that wire break occurred. During preparation of the guidezilla 145, 5-in-6 extension catheter, though they did not intentionally bend the device, the shaft detached at the collar. The procedure was completed without using another device. No patient complications were reported and the patient status is good.

Event description:
It was reported that wire break occurred. During preparation of the guidezilla¿145, 5-in-6 extension catheter, though they did not intentionally bend the device, the shaft detached at the collar. The procedure was completed without using another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).